Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A 27mm watchman laa closure device and delivery system was advanced to the laa via a watchman access system. The closure device was deployed, but as it was too proximal it was fully recaptured. This closure device was deployed again and it was noted that the position was not ideal. The compression measurements showed 24mm in 0, 45 and 90 degrees and measurement at 135 degrees was not possible. However, they were happy with the other criteria. The device was released, but subsequently embolized as the patient went into a sinus rhythm. The patient was noted to be in and out of sinus rhythm and atrial fibrillation throughout the procedure. They were attempting to influence the rhythm by manipulation of the wire when the device embolized. The closure device became caught in the mitral valve. They were able to snare it and partially remove it to the left atrium, but then they lost it and it lodged in the mitral valve again. The patient was taken to surgery. The closure device was removed and the laa was ligated. There were no further patient complications. The patient recovered and is well.